Event description:
Repair request initiated for an attachment with a report that a tool was stuck inside it. There was no pt impact reported. On eval, it was noted that the tool that was stuck in the attachment had fractured in the tapered portion. No additional info was available on follow-up.

Manufacturer narrative:
Comments: report was confirmed on eval. No additional info was available on follow-up. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."